Event description:
The infusion set patch did not stick to the skin upon insertion on (B)(6) 2026. Patient had high blood glucose levels. High blood glucose was managed with a correction injection via multiple daily injections (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.